Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The repair department connected a scope via clv-190, 190 scope connected to cv-190, and 180 scope connected to cv-190 and checked functions. However, there was no problem in the subject device. Therefore, it is surmised that the image failed to display due to temporarily communication malfunction with an endoscope because foreign object or liquid adhered to the electrical contacts of the video connector. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of failure to transmit image from the scope to the monitor was not confirmed. The unit was tested with a test clv-190 light source and with an ltf-s190-5, ltf type vh, gif-h180, gif-h190 and cf-hq190l test scopes. The video image was functioning normal after the test and the video connector was in usual condition. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center displayed a black image. There was no patient involvement, no harm or user injury reported due to the event.